Event description:
Boston scientific corp has become aware of the following event: pci was performed for the severe calcified lesion in lcx. The post imaging was done with the imaging catheter in question after stents 12x3.5 and 18x3.5 were deployed. During withdrawal, the resistance was met and the catheter was stuck. The guidewire was withdrawn, but the catheter would not move. The physician withdrew the imaging core of the catheter and inserted a 0.014 guidewire, but the catheter still would not move. The guidewire was changed to the 0.025. The imaging catheter was advanced a little and the shaft was cut from the proximal side. The physician inserted the guiding catheter to the proximal side of the stent. (The catheter was not advanced to the stuck area avoiding the deformation.) Finally, the imaging catheter was withdrawn. The physician commented that the imaging catheter was not trapped at the stent but the calcification. This event was not related to the product but the lesion of the patient. The patient's condition is reported "good."

Manufacturer narrative:
The device in question has been returned to boston scientific for investigation; however, it is still on-going. Once the investigation has been completed, and significant information is found, a supplemental will follow.